Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience prime 2.75 x 15 mm referenced in describe event or problem and concomitant medical products was filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was heavily tortuous, mildly calcified and 95% stenosed. A xience prime 2.75 x 15 mm stent was successfully deployed in the lesion. Resistance was felt during advancement of the nc trek rx 3.25 x 12 mm balloon dilatation catheter that was being used for post-dilatation; however, on the sixth inflation at 18 atmospheres, the balloon ruptured. During retraction of the ruptured balloon from the anatomy, the balloon met resistance with the stent implant pulling the stent from its deployed position. The stent implant migrated to the left femoral profunda in its deployed state. An attempt to snare the stent implant failed; therefore, the deployed stent implant remains in the left femoral profunda artery in healthy tissue. Additionally, the stent implant is reported to be not fully apposed to the vessel wall. No further treatment was performed. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed from not returned to returned. Evaluation summary: visual and scanning electron microscopy (sem) analysis were performed on the returned device. The reported balloon rupture was confirmed. The difficulty to remove, physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The reported device damage (stent) could not be confirmed because the stent was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.